Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported by the customer that 2 bd ultra-fine¿ 1ml insulin syringe had plastic piece like fm onto the needle. The following information was provided by the initial reporter, translated from japanese to english: when removing the cap, the user found a plastic piece-like fm onto the needle. This customer has previously reported the same issue, which is registered as (B)(4).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that 2 bd ultra-fine¿ 1ml insulin syringe had plastic piece like fm onto the needle. The following information was provided by the initial reporter, translated from japanese to english: when removing the cap, the user found a plastic piece-like fm onto the needle. This customer has previously reported the same issue, which is registered as (B)(4).